Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon noticed the loss of abdominal pressure in the pt and noticed a tear in the trocar valve of the 1seal primary port trocar and the secondary port trocar. Another 1seal was opened and used to complete the case. There was no consequence to the pt.